Manufacturer narrative:
Pump immediately alarmed pump error 38 during rewind. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, and force sensor test, due to pump error 38. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Found several pump error 37 alarms on 01/26/2026 at 09:13:32.000 to 13:34:02.000. Pump alarmed 2 pump error 38 alarms during testing on 05/29/2026 at 11:55:36.000 and 11:56:08.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 37 was confirmed during testing due to moisture damage on the motor home switch. Pump error 38 was confirmed during testing due to moisture damage on the motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. No product return is required for mmt-1886.